Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department due to multiple shock deliveries. Upon interrogation, it was determined that the episode began with appropriate anti-tachycardia pacing (atp) burst and one shock therapy for ventricular tachycardia (vt). However, following the successful vt termination, the device began to over-sense noise and delivered five inappropriate shocks. Following the fifth shock, the over-sensing ceased. Additionally, it was noted that the shock impedance measurement from the right ventricular (rv) lead had gradually increased over time and was now out-of-range (greater than 130 ohms). The physician subsequently surgically capped and abandoned the rv lead, and the device was also explanted due to age. A new rv lead and ICD were then implanted to resolve the event, and no additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service. The ICD was retained by the healthcare facility and is not expected to be returned for analysis.